Event description:
It was reported that metal shavings are coming off tip of item. Another device was immediately available for use during the case. The case was successful. No adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once investigation is completed.